Manufacturer narrative:
Product analysis conclusion: the reported balloon burst could not be confirmed on the films provided; therefore the cause of the event could not be performed. Angiogram videos showing balloon inflation and the exact moment when the balloon burst were not available for assessment of the event. Analysis of the returned video did not reveal any obvious anatomical anomalies (i.e. Calcification) that may have led to the balloon burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant stent graft balloon (0012024251) was used during an endovascular procedure of an 80mm abdominal aorta aneurysm . The aneur ysm expanded 20mm distally below the renal artery opening, the physician opted to embolize the main trunk of the right internal iliac artery and perform intraluminal isolation of the abdominal aortic aneurysm. It was reported during the procedure, the main body stent graft (28-16-145mm) was delivered using the right guidewire, while the iliac branch stent (16-16-124mm) was connected via the left guidewire. Additional iliac branch stents (16-13-124mm and 16-16-93mm) were deployed, with the distal end positioned above the left internal iliac opening. Following complete deployment of the main body, the (16-13-93mm) iliac branch stent and (16-13-124mm) iliac branch stent were connected along the right guidewire. For dilation, the aortic reliant balloon (0012024251) was delivered to both femoral arteries, and a 20ml syringe was utilized to inject the contrast agent. However, the balloon unexpectedly burst during the inflation process, prompting discontinuation of its use. A replacement ab46 balloon was utilized to complete the treatment. Subsequent angiography revealed that the position and shape of each stent were satisfactory, with no evidence of endoleak at any connection site. As per the physician the rupture of the balloon was due to product defect. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a series of three (3) images capturing the pouch, shelf carton and facility labels confirming the product identification as retorted in gch. There were no images of the reliant device provided for review. The reported balloon burst could not be confirmed based on the image review. Film evaluation summary: the reported balloon burst could not be confirmed on the films provided; therefore the cause of the event could not be performed. Angiogram videos showing balloon inflation and the exact moment when the balloon burst were not available for assessment of the event. Analysis of the returned video did not reveal any obvious anatomical anomalies (i.e. Calcification) that may have led to the balloon burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.